Event description:
Customer called and cited high readings which had resulted in two hypoglycemic episodes with unknown interventions by an ambulance crew. No death or serious injury resulted. No valid laboratory comparisions were provided. The customer had no calibrated meter to the strip lot involved which would have caused readings to be 19% higher than expected at low levels and no difference at high levels.